Manufacturer narrative:
(B)(6). Occupation: medication safety coordinator.

Event description:
Information was received indicating that a smiths medical medfusion pump read biomed when it was turned on. The pump was placed on a cart dedicated to pumps that were reported to have experienced a primary audible alarm. The event occurred in the neonatal intensive care unit (nicu) and there was no reported adverse event.

Manufacturer narrative:
Correction: d4, h4. Device evaluation: h6, h10. On site testing of the device was performed and reported issue was verified. However, problem source is unknown.